Manufacturer narrative:
On 22-aug-2022, mentor received additional information about the event: - MRI results indicated hyperintense cysts in both breasts. It also indicated that patient developed pain in her left axilla. - an updated explantation date of (B)(6) 2022 was reported. - during explant surgery, it was observed that the right breast prosthesis was removed intact but was sticky and had gel bleed. - the patient¿s explanted breast prostheses were replaced with a mentor memorygel boost breast implant 320cc gel breast prosthesis and a mentor memorygel boost breast implant 290cc gel breast prosthesis. - the removed breast prostheses were discarded following explant surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis (left device) and a mentor memorygel breast implant 375cc gel breast prosthesis (right device) that both ruptured post implantation. Bilateral rupture was diagnosed via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information about the event. The patient is scheduled to undergo bilateral explantation on (B)(6) 2022. Reason for device explant and/or reoperation: breast prosthesis rupture. D6b explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number:(B)(4).